Manufacturer narrative:
One device was returned for evaluation. The event history log was reviewed. Service history review found there was no indication the complaint was related to previous service of the device. Visual observation found that the downstream occlusion (dso) seal was bubbled and lcd lens was scratched. The cause of the primary complaint of beeping without batteries could not be determined. No beeping without batteries observed. Preventative measures were taken to replace dso sensor, lcd lens and labels.

Event description:
It was reported the device was beeping without batteries. There was unknown patient involvement.